Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer stated the display was not blank less than 30 second sand did not return. The patient¿s blood glucose level was 578 mg/dl at the time of the incident. Customer stated when pump started alerting stuck button stuck button alarm . Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Blank display and keypad unresponsive or button error alarm not found during testing. Device passed the self test, sleep current measurement, active current measurement, and displacement test. (B)(4).